Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used during a bile duct stone removal procedure performed on (B)(6) 2018. According to the complainant, during procedure, when the physician attempted to remove the device from the patient, the balloon was noted to be damaged and got completely separated from the catheter. Reportedly, the fragments of the balloon that detached into the patient were retrieved using a forceps. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The initial report submitted on this event on (B)(6) 2018 was submitted in error, as the event does not represent an MDR-reportable scenario.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used during a bile duct stone removal procedure performed on (B)(6) 2018. According to the complainant, during procedure, when the physician attempted to remove the device from the patient, the balloon was noted to be damaged and got completely separated from the catheter. Reportedly, the fragments of the balloon that detached into the patient were retrieved using a forceps. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.